Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the helix were within the technical specifications. In summary, cuttings in the insulation were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead "moved position" and when the physician was trying to reposition it, the scar tissue was making it too difficult. There were no adverse patient events reported. Should additional information be received, this file will be updated.